Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm. Customer's blood glucose was over 600 mg/dl. Customer will be treating their insulin pump with a manual injection. Customer stated the motor error alarm occurred during a basal delivery. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor. The motor passed motor test. The insulin pump was unable to confirm alarm due to erased history file. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.